Event description:
The roche tropt sensitive qualitative troponin t kitset contains two package inserts that are incompatible. One of these (#2244179-61, spv 196) has a section in english that says, under "evaluation", that the presence of two lines indicates troponin t >/= 0.1 ng/ml. The other package insert (#3065316 spv 160) has a section in english marked "for us only" which states that the presence of two lines indicates troponin t >/= 0.08 ng/ml. On the opposite side of this same sheet (in danish and greek) it states that the presence of two lines indicates troponin t >/= 0.1 ng/ml. These incompatible statements are from inserts in the same package of troponin qualitative strips. Rptr thinks that this is extremely misleading and potentially hazardous. Rptr asks if roche can clarify which, if any, is correct and if the same strips red in different places really give different cut-offs.